Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the implant broke during insertion, it was confirmed that no product remained inside the patient.

Manufacturer narrative:
(B)(4). Alleged failure: anchor broke. Probable root cause: design anchor not designed to withstand tensile forces after insertion process. Anchor not manufactured to specification application excessive force. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the implant broke during insertion, it was confirmed that no product remained inside the patient.